Manufacturer narrative:
The investigation into the reported purge leak and low purge pressure issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the low purge pressure was the cracked purge filter. The root cause of the purge leak was due to sidearm filter damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 52-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak and low purge pressure per the automated impella controller (aic). The clinical staff then noticed the purge filter was cracked. No further information was provided. There were no reports of harm to the patient.